Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a rash underneath the back therapy electrodes. The patient's doctor decided to end use due to the rash and implant an ICD. The patient's irritation is not known. Correction: none taken.